Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.